Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of cardiac arrhythmia could not be confirmed through this evaluation. Additionally, the report of low suction alarms could not be confirmed through this evaluation. The account reported that the patient underwent a repeat ventricular tachycardia (vt) ablation. It was stated that there were hm3 low suction alarms during the ablation. The account communicated that the event resolved on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvad, serial number (B)(6), with no further related events reported at this time. Heartmate 3 instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. This section also explains that pulsatility index (pi) events are indicators of ventricular suction events. In addition, pi events are routine events that do not appear in alarm history. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 ¿alarms and troubleshooting,¿ lists alarms that are communicated through the system controller and the system monitor, as well as instructions on how to resolve alarms. The heartmate 3 lvas patient handbook contains section 5 ¿alarms and troubleshooting.¿ this section lists alarms that are communicated through the system controller and the mobile power unit, as well as instructions on how to resolve alarms. The patient handbook lists pi events as a routine event that will not appear in alarm history. Patients are urged to contact their hospital contact if any alarms do not resolve, if they think any portion of their equipment is not functioning or are uncomfortable with the operation of their equipment. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen for a repeat ventricular tachycardia (vt) ablation. The patient might need a bipolar ablation of his septal vt and ethanol ablation of his epicardial vt that is not reachable from a percutaneous approach since he has an lvad. The risks, benefits, and alternatives of the procedure were discussed with the patient and the patient agreed to proceed. The ablation was performed on (B)(6) 2020 with low suction alarms on the lvad and possible new septal vt and basal lateral vt. Electroanatomic mapping was performed using esi.